Manufacturer narrative:
The suspect probe was returned to the manufacturer for evaluation. Visual inspection found that the tip of the probe was bent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, a thoracic probe made contact with a screw on the cage and resulted in a bend in the probe. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.